Manufacturer narrative:
Supplemental report submitted to include additional information received through review of medical records and engineering evaluation completion. Updated b5 and h6. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by echo report. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 2 days post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 9600tfx sapien 3 29mm valve, implanted for 4 years and 2 days, underwent a valve in valve procedure due to degeneration. Per the medical records, the mean gradient is 54mmhg, the calculated eoa is 0.61cm2, the acceleration time is greater than 100ms, the vmax across the aortic valve is 4.85m/s, there was mild central regurgitation and mild paravalvular regurgitation. The gradients are severely elevated for this prosthesis. A new 29mm s3 was implanted successfully.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 9600tfx sapien 3 29mm valve, implanted for 4 years and 2 days, underwent a valve in valve procedure due to unknown reasons. A new 29mm sapien 3 transcatheter valve was implanted successfully. No additional details were provided.